Event description:
It was reported that during follow up in the clinic, loss of capture was noted on the right ventricle (rv) lead. X-ray was performed and confirmed rv lead dislodgement. The rv lead was explanted and was replaced with a new lead. The patient was discharged after the procedure and was in stable condition.